Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right ventricular (rv) lead. This patient has a right-sided sub-mammary implant with an axillary incision and reported intermittent right shoulder muscle stimulation and discomfort. The field representative was able to recreate muscle noise on the rv rate sense portion when having the patient perform isokinetic right arm movements, however the noise was not oversensed. Boston scientific technical services (ts) discussed a possible pocket insulation degradation on the rv rate sense that is resulting in the pacing stimulation in the pocket as well muscle noise with isometrics. Reprogramming options were discussed and performed. Additionally, ts noted that pace impedance measurements have been increasing, however, still within range. The device is currently at elective replacement indicator (eri), therefore, the field representative stated that the patient will be scheduled for a lead extraction and generator change in the coming weeks. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right ventricular (rv) lead. This patient has a right-sided sub-mammary implant with an axillary incision and reported intermittent right shoulder muscle stimulation and discomfort. The field representative was able to recreate muscle noise on the rv rate sense portion when having the patient perform isokinetic right arm movements, however the noise was not oversensed. Boston scientific technical services (ts) discussed a possible pocket insultation degradation on the rv rate sense that is resulting in the pacing stimulation in the pocket as well muscle noise with isometrics. Reprogramming options were discussed and performed. Additionally, ts noted that pace impedance measurements have been increasing, however, still within range. The device is currently at elective replacement indicator (eri), therefore, the field representative stated that the patient will be scheduled for a lead extraction and generator change in the coming weeks. Further information was received that a lead fracture was confirmed and this lead also exhibited loss of capture (loc) and oversensing as well. The patient reported experiencing pain, discomfort and undesired sensations. A revision procedure was performed and this lead was explanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.